Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced an error which rendered the ventilator inoperable. There was no patient involvement reported. The date of the event in unknown.